Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed "empty" before the expected volume had been completed. There was still fluid remaining in the bag, and residual volume indicated on the pump, suggesting under-delivery. The event occurred during an infusion at the patient's home. Patient involvement was reported with no associated harm.